Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the system shut down unexpectedly. The system was restarted and the case was completed. There was no harm to the patient.

Manufacturer narrative:
The customer reported that the system shut down in the middle of surgery. The procedure was delayed, but was able to be completed after replacing the system. There was no patient harm. The company service representative examined the system and was unable to replicate the reported event. The company service representative replaced the power distribution printed circuit board (pcb) at the customer¿s request, as a preventative measure. The system was then tested and met all product specifications. The system was manufactured on january 30, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).